Event description:
A customer who has used the polisher for several years complained that it broke on first use. The lot number is not available as the polisher was stored away from its packaging. Reference MFR report 3005665377-2013-00006.